Manufacturer narrative:
The manufacturer previously reported an issue related to sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a bi-level positive airway pressure (bipap) device's sound abatement foam. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6, unique identifier (UDI) # in section d4 were updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.